Event description:
It was reported that following a fall, the patient was not receiving adequate coverage of his painful areas. It was determined that one of his leads had dislodged and pulled back. The patient underwent surgery to replace the lead. Following surgery, the patient had good coverage of his pain.

Manufacturer narrative:
Lead with lot # v043587034 was the lead which dislodged and was replaced.